Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly during troubleshooting with tandem technical support, the customer was adding or removing insulin outside the loading sequence and was using trusteel infusion set for longer than the recommended 48 hour period. Tandem technical support educated the customer that this is considered off label.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from the cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.